Manufacturer narrative:
The lead was returned, due to infection. DHR sterilization confirmation was reviewed and no anomaly was noted. Visual analysis found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed, per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined. Further information requested, but was not received.

Event description:
It was reported, that the patient presented with an infection. The physician explanted the entire pacemaker system, due to infection. The patient condition was unknown.